Event description:
The manufacturer received information alleging a ventilator was not delivering the set tidal volume. The device was not in pt use.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, an issue related to the device's active exhalation control module was observed. The device's exhalation control module was replaced to address the issues.